Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic suture broke during cataract surgery. The surgery was completed by alternate suture on same day without a patient health impact.